Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection, it was reported that a thread near the tip appeared to be damaged. It was stated that the surgeon noted difficulty in threaded the listed part into the distal stem. He believed that he got it threaded in and then when trying to compact the tapers together, it popped of. The tensile bar was not broken so the instrument was rethreaded on to the stem with some difficulty but seemed to go on. The tensile bar did break this time and case proceeded uneventfully. Unsure if this happened when the device popped off, or was damaged prior to the case. No items were broken.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.